Manufacturer narrative:
This was reported by the patient. The surgeon is: (B)(6). Other: health (B)(6) incident report reference no (B)(4) submitted to health (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2010. Reportedly, due to mesh implant, the patient lives with chronic pain all day for five years, more often during the night. Also, the patient has experienced peritonitis with intestinal perforation, kidney stones, and numerous bladder infections, consequently undergoing removal of left intestine with sigmoid and rectum. Additionally, the patient has been under medication but it does not regulate her pain in abdomen, leg, hips and back.